Manufacturer narrative:
UDI # unknown. (B)(4). The actual sample was returned without its original packaging. Visual inspection revealed that the sample appeared to be discolored with foreign substances on the exterior of the device. The sample device was examined under magnification showing that the jejunal feed valve component has separated and detached from the molded head. There was no evidence of tear or split and deformation on the molded head area of the device. The feed valve component does not show evidence of adhesive. The jejunal valve component was placed back into the molded head. The jejunal and gastric port were both infused with water using a syringe. There were no obstructions/ blockage in either lumen and the water passed in the appropriate lumens. A review of the device history record for lot number aa4160n36 was reviewed and the product was produced according to product specification. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that while the mother of the patient was trying to clear a blockage in the device, the retention ring above the anti-reflux valve became dislodged, rendering the jejunal lumen unusable. The mother was using the recommended sodium bicarbonate solution to clear the blockage. Water-based lubricant had been used on the balloon when placed, and there was no change in feeding activity. The device was in use 28 days and will be changed due to this incident. There was no injury to the patient.

Manufacturer narrative:
Corrections: added date sample was received, device evaluated by manufacturer corrected to "yes".

Event description:
Per additional information received on 22 march 2016, the customer reported that the feeding tube was replaced under fluoroscopic guidance.